Event description:
It was reported that the lesion was located in the rca. The lesion was crossed with a non-abbott guide wire. An attempt was made to cross the lesion with the xience v stent delivery system; however, it would not cross, resulting in a proximal shaft separation. The procedure was completed with a non-abbott stent. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.